Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 47 mg/dl while wearing the pod. Symptoms reported include confusion as well as disorientation. The patient had administered a bolus of 10 units of insulin. Once at the hospital the patients pod was removed and the patient was treated with intravenous fluids of glucose. The patient was released from the hospital after 2.5 hours. The pod will not be returned as it has been discarded.